Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of poor attachment retention was duplicated. During evaluation, a damaged retention pin was discovered. The device was repaired and returned to the customer.

Event description:
During testing at the manufacturing facility, the retainer pin from the system 7 dual trigger rotary disassembled. This event occurred during testing by a service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Event description:
During testing at the manufacturing facility, the retainer pin from the system 7 dual trigger rotary disassembled. This event occurred during testing by a service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.